Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image could not be displayed due to wear and deterioration of the curled cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the scope cable to the service center for a separate issue. During device analysis, the service repair technician reported that the endoscopic image could not be displayed. There was no patient involvement.